Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: the black box and alarm history showed evidence of ¿cs088¿ watchdog alarms on 23-jun-2018. Evidence of moisture corrosion was observed in the battery compartment. The ¿ez-prime¿ steps were performed correctly with no ¿cs088¿ alarm or any other alarm/warning occurring during the investigation. Investigators were unable to duplicate the ¿cs alarm issue¿ complaint. The pump¿s cover was removed; further moisture ingress was found to the printed circuit board.